Manufacturer narrative:
(B)(4). The steerable guide cathter (sgc) was returned. All available information was investigated and the reported sgc torn soft tip was not confirmed; however, it was identified that the soft tip was deformed. The reported failure to advance the device could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported failure to advance appears to be related to the deformation of the sgc tip and therefore attributed to procedural conditions; however, a definitive cause for when and how the deformation occurred could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) soft tip tear. It was reported that the sgc was unable to be inserted in the femoral vein and it was noted that there was a tear in the soft tip of the sgc. No soft tip material remains in the patient. Another sgc was used in replacement without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.